Event description:
It was reported that device has a 220v voltage entry and 25 vdc voltage exit but exiting voltage is changeable. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).